Event description:
As reported, the basket of an ncircle tipless stone extractor would not open and close properly. The issue with this device was discovered prior to making contact with the patient and it was not used. The unspecified procedure was completed with a same type device. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Name and address: (B)(6) phone number: (B)(6). PMA/510k # exempt. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6 component code. Event summary: as reported, the basket of an ncircle tipless stone extractor would not open and close properly. The issue with this device was discovered prior to making contact with the patient and it was not used. The unspecified procedure was completed with a same type device. No adverse events have been reported as a result of the alleged malfunction. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The device was returned in an opened original packaging. The black knob was tight, but the white knob was loose. The spacer was present. The color of the basket sheath changes from bronze to silver at approximately 13.4cm from the end of the sheath. The silver colored segment is near the basket. The device was function tested and noted to properly open and close. The shape of the basket was not correct when open though. The basket was flat in appearance, and the basket wires were not perpendicular to each other. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was not the correct shape. The basket was flat in appearance and the basket wires were not perpendicular to each other. The cause for the deformed basket could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.